Event description:
Customer initially reports the tip of item broke off inside patient's back during surgery. They were able to retrieve tip without any patient injury. (B)(6) 2012, customer reports via phone that the broken piece was retrieved and matched perfectly. X-ray confirmed nothing left in patient and no harm to patient (slee). The event occurred (B)(6) 2012 during a lumbar decompression/laminectomy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.